Event description:
On (B)(6) 2012, patient reported she was in a car accident on (B)(6) 2012 that was caused by hypoglycemia. Her blood glucose was 120 mg/dl before she left home, and approximately 5 minutes later, her car hit a telephone pole. The paramedics who arrived tested her blood glucose and it was 44 mg/dl. Patient lost consciousness and was treated with a syringe of glucose. She was transported to the hospital, and her blood glucose was 90 mg/dl when she arrived and decreased to 40 mg/dl about 15 minutes later. She was treated with a glucose IV and discharged a few hours later. No allegations were made against the infusion device or related accessories. Her physician decreased the basal rates to keep blood glucose near 130 mg/dl instead of 100 mg/dl, and she has been "fine" since then. No product will be returned for evaluation.